Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the right atrial lead exhibited low pacing impedance. The right atrial lead was capped and replaced on (B)(6) 2022. The patient was recovering after the procedure.